Manufacturer narrative:
The investigation for the positioning issue and hemolysis has been completed. Data logs were reviewed which confirmed the failure mode and clinical narrative. Logs showed after pump started and ran for about 1.5 hours, low flow occurred that triggered auto suction response and suction alarms. No positioning issue was found on the log. This event remained for 13 hours then resolved. After that, pump ran without issue to the rest of the case. Product was not returned for review. Based on clinical description and data review, the root cause of low flow was most likely pump was in improper positioning. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
A.5 race is unknown. The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the patient was taken to the catheterization lab as the impella cp was difficult to reposition under transthoracic echocardiogram (tte). There was concern for right ventricle dysfunction. Using fluoroscopy and tte, impella pigtail appeared to be caught under a papillary muscle. Several attempts to reposition the impella cp were made. It was further reported that the patient had signs of hemolysis. Labs showing lactate dehydrogenase over 1700 and plasma free hemoglobin greater than 40 for two days. The patient was given a blood transfusion. The plan is for high risk percutaneous coronary intervention with a goal of weaning and explanting the device post procedure. The patient is stable.